Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The internal leak occurred immediately after treatment was initiated. Estimated blood loss was 200cc's. Pt had no ill effects. Sample is available.